Manufacturer narrative:
The device was not returned for evaluation as it was discarded at the hospital. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. No corrective actions will be taken at this time. Lot was not provided, therefore review of the manufacturing records could not be completed. It is common clinical practice to inspect all products before use. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. If the pressure tubing becomes detached during use, it will affect the pressure waveform, which will immediately alert the clinician to begin the troubleshooting process. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. It is unknown whether user or procedural factors played a role in this event. In this event, there was no patient injury noted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the tubing on the disposable pressure transducer (dpt) detached from the stopcock. The device was not saved for examination. No other specific details could be provided, as the event occurred some time ago and the report was obtained during discussion of another event. No patient complications reported. Inquired of patient demographics. Unable to be obtained.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Further follow up with hospital indicated that the pressure tubing did not detach but rather the top of the stopcock broke off of the disposable pressure transducer kit. The device was not saved for examination. No other specific details could be provided as the event occurred some time ago and the incident was reported during discussion of another event. No patient complications reported. Inquired of patient demographics. Unable to be obtained. It is common clinical practice to inspect all products before use. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. The top of a stopcock breaking off has the potential to result in large amounts of fluid/blood loss. If the stopcock breaks off during use, it will affect the pressure waveform, which will immediately alert the clinician to begin the troubleshooting process. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. It is unknown whether user or procedural factors played a role in this event. In this event, there was no patient injury noted.